Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the product user explaining that the inner cannula of the infusion set became kinked during use. The product user's blood glucose levels rose to 600mg/dl, and were corrected by the user giving herself an insulin injection.